Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the manifold hub. A visual and tactile examination found a break in the mid-shaft and as a consequence the proximal portion; the hypotube and manifold/hub were not returned for analysis. The outer lumen shows signs of stretching 2mm distal to the port bond skive. The stretch (necking of the outer lumen) appears to be 6mm in length. The inner wire lumen & outer lumen shows signs of damage at the bi-component bond location. The mid-shaft appears to have broke & the outer appears to have stretched due to the application of an excessive tensile force which may have initially stretched the shaft and then resulted in the shaft breaking. A visual examination of the crimped stent found that the entire stent profile was damaged and moved distally on the balloon. The distal end of the crimped stent received minimal damage however the proximal portion shows signs of bunching & overlapping of the stent struts while the mid-section shows signs of stretching and excessive distortion of the struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the severely calcified right coronary artery. A 38 x 3.50mm promus premier¿ stent was advanced but was unable to cross the lesion despite the help of a non bsc guide catheter extension. It was then noted that there was a curling of the stent in the proximal part of the guide catheter extension. The stent was not implanted in the target lesion and the procedure was completed using a 3x23mm non bsc stent. No patient complications were reported and the patient was well.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the severely calcified right coronary artery. A 38 x 3.50mm promus premier¿ stent was advanced but was unable to cross the lesion despite the help of a non bsc guide catheter extension. It was then noted that there was a curling of the stent in the proximal part of the guide catheter extension. The stent was not implanted in the target lesion and the procedure was completed using a 3x23mm non bsc stent. No patient complications were reported and the patient was well.